Event description:
It was reported that the customer requested to have their device evaluated. The customer did not indicate what exactly needed to be evaluated. The device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 8 was found to be broken.